Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ this report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-03967 / 03968).

Event description:
It was reported that during a hip arthroplasty, the tip of four inserters fractured. It was noted that the surgical technique used may have been a contributing factor. It is unknown if this resulted in serious injury or a delay in procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Quantity - 2 complaint sample was evaluated and the reported event was confirmed. Visual inspection of all four inserters shows the threaded tip fractured. There are strike marks on the side of the inserter indicating the inserter was impacted on a surface not designed to be impacted indicating misuse. The surgical technique reads: "note: levering on the inserter handle or impacting the handle on a location other than the strike plate to reposition the shell may damage the threads." Material was confirmed to be of conforming material using an xrf scan. The scanning electron microscope evaluation of the fractured surface of all the returned devices shows propable fracture origins located at the thread and fracturing inward. Fracture surface artifacts suggest the handle threads likely fractured from bending overloads, possibly from side loading. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.